Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs. No moisture traces were noted on the reservoir tube.

Event description:
The customer stated that her health care professional recommended getting the insulin pump replaced, due to high blood glucose levels. The customer also reported that insulin leaked from the reservoir. Nothing further was reported.